Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory further analysis of the communicator found that the corrosion damage on the micro-usb and within the device was caused by water ingress into the device. This appears to be damage beyond intended use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 08-mar-2026, UDI#: (B)(4). H3: the tm90t0 communicator was analyzed on 2026-mar-02. Visual observation showed corrosion on the micro-usb charge port. The device failed to power on after 1.5 hours. The device was opened, and corrosion was found inside. The device was scrapped and taken out of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a patient representative. The patient receives fentanyl and bupivacaine via an implantable infusion pump for spinal pain. It was reported by the patient that their communicator stopped working. The patient mentioned that it won't turn on and it won't charge up. The patient got disconnected from the call when gathering information and was not able to proceed for troubleshooting. The agent on the call tried to call back but had to leave a voicemail. A patient representative (caller) returned the call and reiterated that the communicator would not power on or charge. The caller had tried different power cords/outlet, and stated that the communicator has not gotten dropped or wet. A request was sent to repair to replace the communicator. 2026-jan-08 the caller stated they received the replacement communicator but were not able to get it to pair to the pump. The caller stated they charged the communicator and the battery indicator light was green. The agent reviewed communicator and the patient was able to connect to the pump, and indicated they would call back if they needed further assistance. The patient stated they were so happy to be able to bolus because they were "in so much pain".